Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event description you provided of "some staples did not come from the reload after firing ". Did the device partially fire (meaning the device delivered a cut line and staple line that are equal in length)? If not, did the device fully fire, however, the staple line was incomplete? If yes, did the device deliver a complete cut line?

Event description:
It was reported that during an unknown procedure some staples did not come from the reload after firing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2018. Additional information was requested and the following was obtained: can you please clarify the event description you provided of "some staples did not come from the reload after firing ". Did the device partially fire (meaning the device delivered a cut line and staple line that are equal in length)? If not, did the device fully fire, however, the staple line was incomplete? If yes, did the device deliver a complete cut line? The device delivered complete cut line but some staples did not come out from the reload.

Manufacturer narrative:
(B)(4). Batch # p56l92. Device evaluation: the analysis results found that the sr55 reload was received with no apparent damage. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.